Manufacturer narrative:
Vyaire medical file identification: com-0000025769 h10: vyaire field service representative (fsr) went onsite and confirmed that the unit shows the error code. After the bronze filter and o2 cell replacement, and ran o2 cell calibration, the error code went away. Vent is now back in service. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had technical failure 400 - inspiration valve or device leaky alarm. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, the root cause was determined due to user failure to follow instructions. As a resolution, sinter bronze filter and o2 cell replaced. Issue resolved.